Event description:
It was reported that "patient was already intubated. Anesthesia team saw patient was not ventilated enough, there was a leakage. They thought the cuff was not totally inflated. But everything was ok and after inspection they discovered a small hole in de catheter mount." Additional information received on august 6, 2025, indicated that "there were no patient harm or health consequences. They saw after visual inspection a leakage in the catheter mount, they disconnected it and immediately switched to a new cm.".

Manufacturer narrative:
Qn# (B)(4). One (1) actual sample received for investigation. Visual inspection of the returned complaint sample confirmed a hole was observed on the catheter mount. The surrounding areas of the hole show irregular, visible distortions, an uneven texture and softening material, which appear to be signs of material degradation. The device history record for 40z25d1258 lot was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. However, the root cause of the defect could not be determined. Therefore, corrective action is not required since the root cause is undetermined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "patient was already intubated. Anesthesia team saw patient was not ventilated enough, there was a leakage. They thought the cuff was not totally inflated. But everything was ok and after inspection they discovered a small hole in de catheter mount." Additional information received on august 6, 2025, indicated that "there were no patient harm or health consequences. They saw after visual inspection a leakage in the catheter mount, they disconnected it and immediately switched to a new cm."